Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Investigation unable to verify the event history log the pump will not stay on due to the error alarm. The customer's reported problem was confirmed. According to the investigation, the pump main board will not operate as intended. Investigator's replaced the pump main board and perform pm and all functional tests passed. The problem source of the reported problem is unknown.

Event description:
Information received indicating that a smiths medical cadd solis vip pump failed accuracy test. The reported event did not occur while in use with the patient.